Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During evaluation of the device at a third party service center, a failure of the device's blower motor and an inability to charge its internal battery was observed. The device's internal battery and blower motor were replaced to address the issues.